Manufacturer narrative:
The investigation is ongoing. Pending further information on the defect flow bubble sensor. The review of the non-conformities has been performed on 2023-04-25 for the period of 2017-08-01 to 2023-01-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-01. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a "venous bubble sensors defective" alarm during treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that there was a venous bubble sensors defective error message. The failure occurred during treatment. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2023-02-15. The venous bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "venous bubble sensor defective " could be confirmed on the date of event. No exact root cause could be identified, because more information about the affected venous bubble sensor was requested, but cannot be provided by getinge service and sales unit. According to the risk file of the cardiohelp the following most probable root causes can lead to the reported failure: malfunction of venous bubble sensor. Wrong bubble sensor information. Influence due to other ultrasonic devices (e.g. Flow sensor). Environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage). According to an investigation by the supplier sonotec for a similar failure: the following most probable root causes can also lead to the reported failure: -damaged wiring inside the cable due to mechanical tension -damage due to overvoltage or esd (electrostatic discharge) according to the instructions for use, chapters 2.2.5 (monitoring and sensors) and 5.4.4 (bubble monitoring: function test) the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The optional venous bubble sensor is for additional bubble detection. The review of the non-conformities has been performed on 2023-04-25 for the period of 2017-08-01 to 2023-01-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-01. Based on the results the reported failure "venous bubble sensors defective error message" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).